Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a motor encoder signal out of phase. Unable to perform the displacement test due to the motor error alarm. Unable to confirm other error alarms in the alarm history due to an overwritten history file. The pump also had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer walked into a room where an MRI was taken and customer received a motor position encoder error alarm and a motor error alarm. Customer's blood glucose was 115 mg/dl. During troubleshooting, it was found that customer was exposed to MRI. It was not certain if customer uses sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.